Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their health. Technical support verified the issue and decided to replace the pump. The customer was advised to return the problematic pump using a pre-paid label and was informed about the steps to take when receiving the replacement pump, which will include updated software. The customer expressed their understanding and planned to use a backup medtronic pump if necessary while continuing with their current pump.